Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this atrial lead was an attempted implant. After repositioning the lead multiple times, it was decided that the lead could not be placed. The pace impedance was also high, at 703 ohms. The physician elected to complete the pacemaker implant procedure with just the right ventricular lead. The atrial lead was returned for analysis. No adverse patient effects were reported. It was additionally reported that the impedance during the procedure was 3,600 ohms.

Event description:
It was reported that this atrial lead was an attempted implant. After repositioning the lead multiple times, it was decided that the lead could not be placed. The pace impedance was also high, at 703 ohms. The physician elected to complete the pacemaker implant procedure with just the right ventricular lead. The atrial lead was returned for analysis. No adverse patient effects were reported. It was additionally reported that the impedance during the procedure was 3,600 ohms.